Event description:
It was reported intermittent occlusion alarms occurred resulting in the customers blood glucose levels to display as "high" with no specific value during multiple events. The blood glucose was addressed with a correction bolus via the pump. Customer went to the emergency room on (B)(6) 2026 due to the elevated blood glucose. Multiple attempts were made to follow-up up with the customer, however, no response was received.